Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23083. It was reported for approximately 2 years, the patient has been experiencing uncomfortable heating at the ipg site while recharging. The patient also feels the uncomfortable heating at the ipg site with stimulation turned on and she is not recharging the patient's spouse reported the patient's skin at the ipg site gets warm. A replacement charging system was sent to the patient. The patient may undergo surgical intervention as the next course of action. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients.  An increase in prior non-reported heating while charging events and other non-reported events was expected. Please note: the actual event date is unknown.

Manufacturer narrative:
This ipg serial number was included in a field correction. UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Review of the manufacturer's device registration records indicate the patient's ipg was explanted on (B)(6) 2015.

Event description:
Follow-up information revealed during the (B)(6) 2015 surgical procedure, the patient's ipg was also replaced

Manufacturer narrative:
Explant date was added to this report. This information was inadvertently omitted in the previous report (reference MFR. Report:1627487-2015-23082-001). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23083.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.